Manufacturer narrative:
The investigation for the reported issue has been completed. Aic logs confirmed the reported failure. There was a battery failure alarm (transport connection blown/ missing ¿ event set #360) due to low pack voltage. The lt powerdata from the complaint date shows a cell voltage decline in battery2 v3 which occurred as the battery failure alarm triggered. Device analysis revealed the failure mode was reproduced on an engineering bench. Batttest showed battery2 cell v3 having diminished voltages. The root cause of the defective battery was due to single cell failure. This report is being filed as part of a retrospective review of historical records.

Event description:
Us complainant reported that the customer was placed onto impella cp support due to acute myocardial infarction / cardiogenic shock. While on support, the automated impella controller (aic) experienced a battery failure red alarm with no resolution specified. The patient ultimately expired, there is not enough information to exclude the impella device as an associated factor in the patient's demise.